Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system user guide: model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Changing your pod: chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. Living with diabetes: chapter 13 / page 182. If left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The patient was said to be vomiting and she didn't know why. The patient was treated with an intravenous fluids, zofran (through IV), and a number of labs for the diagnosis, urine samples were also taken. The patient was admitted on saturday (B)(6) 2019 around 3:30 pm and was released on sunday (B)(6) 2019 at 11:00 am. She was prescribed zofran 8 mg tablets just in case if this happens again (1 tablet by mouth every 8 to 12 hours as needed for nausea and vomiting).